Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. The customer followed the instrument manufacture's guidelines for result management and repeated the results in question. The "greyzone" result (according to the customer) repeat analysis was performed on 2 separate analyzers which adequately replicated results on 3 separate samples. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, it was reported that there was a hbsag issue. 2 of 3: 7/19 ¿ reactive. The presentation I was referring to was laboratory strategies for mitigating pre-analytical errors. It was presented by professor and director of the clinical chemistry department. He referenced technical bulletin vs7313. I am looking to see if I can get the lot number on the tubes utilized. We had three separate samples. We ruled out patient misidentification. 7/12 ¿ nonreactive. 7/19 ¿ reactive. 7/20 ¿ nonreactive. The positive sample was 34.7 which is a gray zone and requires repeat. We did repeat and it was positive. We actually repeated it on two different analyzers and got the same results on all three samples. Can you tell me if the bulletin is valied if I get a lot number, I will file it and provide it to you."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd blood collection tube. The following information was provided by the initial reporter, it was reported that there was a hbsag issue. 2 of 3: (B)(6) 2019 ¿ reactive. The presentation I was referring to was laboratory strategies for mitigating pre-analytical errors. It was presented by professor and director of the clinical chemistry department. He referenced technical bulletin vs7313. I am looking to see if I can get the lot number on the tubes utilized. We had three separate samples. We ruled out patient misidentification. (B)(6) ¿ nonreactive. (B)(6) ¿ reactive. (B)(6) ¿ nonreactive. The positive sample was 34.7 which is a gray zone and requires repeat. We did repeat and it was positive. We actually repeated it on two different analyzers and got the same results on all three samples. Can you tell me if the bulletin is valid? If I get a lot number, I will file it and provide it to you."